Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient¿s parent reported the patient had discomfort during use and removed the sensor. Upon removal of the sensor, the patient¿s mother noticed a lump and bleeding at the insertion site. The affected area had pus and smelled of infection. The mother called their general practitioner on (B)(6) 2019 and was advised to go to accident and emergency (a&e) at the hospital. The patient was prescribed flucloxacillin 2.5 ml, 4 times a day for 7 days. At the time of contact, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.